Manufacturer narrative:
(B)(4). PMA/510(k) #: k081047; k123188; k133786. The investigation is still in progress. Once the investigation is complete a follow up MDR will be submitted.

Event description:
It was reported that the unit was leaking and there was a cracked bottom plate. The event occurred during surgery. No medical intervention, no backflow, no delay reported . Alternative device was used to complete/finish the surgery. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Upon receipt of additional information, it has been determined that this device did not cause or contribute serious injury and has not been previously reported as a serious injury. The initial report was forwarded in error and should be voided.

Event description:
This has changed to not reportable.